Event description:
It was reported the defibrillation lead displayed "sensing problems" which was unspecified and unknown; however, the impedance of the high voltage circuit was not affected. The high voltage portion remained in use and a pacing lead was implanted. Following, the pacing lead displayed under-sensing. Both leads were removed and the defibrillation lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.